Manufacturer narrative:
This report was filed in error. This component was not revised.

Event description:
Allegedly revised due to mom complications (left hip).

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-02354, -02355, -02356. This report will be updated when investigation is completed.